Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional reported a latitude red alert had been generated for an unspecified patient that this clinic follows. The caller could not log into the system to review the data. A boston scientific technical services consultant was able to log in and reviewed the clinic's all patient list and could not identify any red alerts. No adverse patient effects were reported.